Event description:
It was reported by the patient's mother that "machine did not work", "his heart stopped", and "defib did not kick in and he died." The patient's mother reported she understood the cause of death to be "sudden cardiac arrest." There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.